Event description:
A supplemental report was submitted as the event was reported in error. Additional information received indicated that the reported device is not marketed in the united states. The customer did not allege a device malfunction that would cause/contribute to a death or serious injury.

Manufacturer narrative:
Additional information has been received which was not available during the submission of the initial report. The the reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2023.. Cause of death was unknown cause of death. Other relevant history, including preexisting medical conditions: no contributing factors were identified. It was known if the patient was wearing the pump at the time of passing. The last known product(s) for this customer are as follows: unk_ngp. Product return requested for unk_ngp. Customer declined to return, or is unable to return.